Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient's device was explanted due to mrsa infection and complications of the external ear canal. The patient will not be reimplanted.